Event description:
It was reported that a patient underwent a breast augmentation revision surgery with implantation of a undisclosed mentor smooth gel breast implant prosthesis. Post-operatively, the patient was diagnosed with a ruptured breast implant of an undisclosed side by a medical professional. As a result, the patient underwent bilateral removal and replacement with 325cc (left-sided) and 350cc (right-sided) mentor memorygel breast implants on (B)(6) 2024. As the affected side was not provided, the catalog/lot/serial numbers for both products are being provided as left implant - catalog: 3507325bc, lot: 5999572, serial: (B)(6) and right implant - catalog: 3507350bc, lot: 5997000, serial: (B)(6). Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for lots 5999572 and 5997000, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 20, 2024, the mentor analysis lab received two devices for evaluation. As it was initially reported the affected side was unknown, both devices were evaluated. On may 24, 2024, mentor completed evaluations for both devices and determined both had damage associated with wear. Therefore, this file was updated to represent the left breast prosthesis. Another file was generated to document the the information regarding the contralateral device. Mentor completed an evaluation on the returned device. Mentor conducted visual inspection of the device. Visual analysis of the returned sample revealed that the breast implant had a tear on the anterior view of approximately 4.5cm and within an area of shell abrasion. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. On may 28, 2024, mentor became aware that information was inadvertently submitted in error. Corrected data: in the initial, b5 event description should have included that the affected device was the left breast prosthesis and the device information should have only included the left device. On may 31, 2024, mentor became aware that information was inadvertently submitted in error. Corrected data: in the initial, a2 patient age at the time of event should have been reported as 64 years old. Manufacturer¿s reference number: (B)(4).